Event description:
It was reported that the patient went to the hospital for a possible stroke. It was noted that the patient was doing better at the time of the report. Additional information received reported that the patient received assistance from the manufacturing representative and their concerns were resolved. .

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer. Patient product ID: 37651, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. Product ID: 64002, lot# n245317, implanted: (B)(6) 2010, product type: adapter. Product ID: 3389-40, lot# j0320167v, implanted: (B)(6) 2004, product type: lead. Product ID: 3389-40, lot# j0421486v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Additional information received reported that the stroke was not related to dbs (deep brain stimulation).